Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca module was tampered with by patient. Patient was able to get the door of the pca open and tamper with the medication syringe. There was patient involvement however patient impact is not known.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pca module was tampered with by patient. Patient was able to get the door of the pca open and tamper with the medication syringe. There was patient involvement however patient impact is not known.

Event description:
It was reported that the pca module was tampered with by patient. Patient was able to get the door of the pca open and tamper with the medication syringe. There was patient involvement however patient impact is not known.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, initial reporter occupation and imdrf annex a,b,c,g grids. Omit: b17 - device not returned, c20 - no findings available. H3 other text : see manufacturer narrative.